Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2025 and a barbed suture was used. During the procedure, the needle tip broke and fell into patient. The operation delayed 60 minutes to look for broken piece. Finally, the needle tip was found and retrieved from the patient with help of x-ray. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: after investigation, the patient was a female with unknown specific age who underwent laparoscopic myomectomy under general anesthesia in (B)(6) on (B)(6) 2025. The operator used the suture (sxpp1a444) for suturing the fibroid wound in a continuous suturing manner during surgery. During the suturing, the same batch of suture broke for two consecutive times, and the needle tip broke on one suture (the specific length of the broken end of the needle was unknown). The operator immediately gave the patient intraoperative x-ray to search for the broken needle and found it. After removal, the integrity of the needle was checked. After confirming that no foreign body remained in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent operation went smoothly. The surgery time was prolonged for about 1 hour due to this event. The patient has been discharged smoothly currently. No subsequent adverse event report was received. The following information was requested but unavailable: were there any patient consequences? Did the prolonged surgery affect the procedure or the planned post-operative treatment of the patient? H3 investigation summary: the product received for analysis was sxpp1a444. As part of our quality process, the manufacturing records of this lot/serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed predominantly of microvoid coalescence, which is evidence of a ductile fracture mode. Some areas of transgranular cleavage were also noted. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.